Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to investigate the issue and reported unit giving electrical failure code 52 and 53. The fse checked the unit and found a problem with the front end pcb. So, in order to fix the issue, the fse replaced the front end pcb. The fse then checked the functionality and was found ok. The unit was then handed over in good working condition.

Event description:
N/a

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during routine check, the cs100 intra-aortic balloon pump (iabp) unit has an electrical test failure code #53. There was no patient involvement.